Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leak was observed at the top of the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device and a video were received for evaluation. Visual inspection of the provided video shows the product during treatment. Water leaking is visible; however, it was not clearly visible where the leakage was located. A leakage test of the dialysate side was performed, and a leakage was found. The reported condition of leak was verified. The cause of the condition was due to a crack in the welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.